Event description:
Customer reported a past event of low blood glucose level measured at 50 mg/dl, which occurred earlier in the day before contacting customer technical support. Customer consumed glucose tablets as corrective action, and technical support recommended consulting a healthcare professional to discuss potential causes of the blood glucose fluctuations.